Manufacturer narrative:
All information reasonably known as of 16 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received 4 aug 2017, the patient was undergoing heart surgery at the time of the reported event.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that during surgery, there was an obstruction of the endotracheal tube. The patient was extubated and re-intubated. The hospital reports that suctioning had been minimized due to poor patient condition.